Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an off no power alarm, low battery alarm and motor error alarm. The customer's blood glucose was 243 mg/dl at the time of incident. The customer stated that they received a low battery alert prior to the off no power alarm. The customer stated the battery was not previously used. The customer stated that the battery cap was not loose, cracked or damaged. The customer stated that they had two off no power alarm after the low battery alert. Troubleshooting did not occur for the motor error alarm. The insulin pump will be returned for analysis.